Event description:
It was reported that the patient underwent a plf for stenosis at l2/5 using posterior fixation. The surgeon confirmed that a break off set screw came off from a hook at left side l5 approx. A month post op. The revision surgery to remove the device was performed approx. Three months post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, the suspect devices in use are lot # w08g3911, w08h1566, w08j1674, and w08j4590. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition this part is not approved for use in the united states; however a like device catalog # 7540000, was cleared in the united states.